Manufacturer narrative:
Information added/updated to section h6 (type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: a pre-procedure computed tomography report was available; however, limited imagery was available. No obvious calcification or thickened leaflets. Unable to comment upon leaflet mobility or hemodynamics. Unable to comment upon root cause. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the implanted bioprosthetic valve is too small in relation to body size. Literature indicates ppm's main hemodynamic consequence is to generate higher than expected gradients through a normally functioning bioprosthetic valve. It has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Improperly sized valves with ppm can hasten the development of early degenerative changes and premature prosthetic valve dysfunction with varying degrees of prosthetic valve stenosis and regurgitation. Although ppm is a well-recognized phenomenon of bioprosthetic valves, it is most likely related to patient anatomical changes after long implant durations. When discovered intraoperatively or early post-operatively, ppm is most likely related to procedural factors, including specific patient assessment and valve model and size selection. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including diabetes.

Event description:
Edwards received notification from poland that a 74-y-o patient with this valve model 2800tfx21mm implanted in aortic position underwent a valve-in-valve after an implant duration of 2 years due to a severe patient prosthesis mismatch (ppm). The patient presented with severe heart failure, experiencing a sudden cardiac arrest, prior to the intervention. A 23mm transcatheter valve was implanted within the edwards surgical valve. The patient was noted to be in stable condition, with a great improvement of his symptoms, after the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.